Manufacturer narrative:
The investigation into the limb ischemia has been completed since the original report was filed. The medical center did not return the impella device. No benchtop analysis was possible to root cause; only the clinical report was evaluated. Based on clinical information provided, the cause of the limb ischemia was patient condition related due to pad/pvd vessel conditions. The failure mode will be monitored and trended.

Manufacturer narrative:
The impella device was discarded by the customer, therefore, investigation of the device was not possible. Should any new information be received, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
A 56 year old female with acute myocardial infarction (ami) and cardiogenic shock (cgs) presented for impella support. The user facility reported the patient had an impella cp inserted via the left femoral after replacing a prior impella. The new impella was inserted via the same left femoral. The patient's right femoral had a bleed from the percutaneous coronary intervention (pci), but this pump site was intact without any bleeding. The limb, however, was ischemic. There was no pedal pulse but above the popliteal was fine with flow. The physician consulted with vascular for the removal of the pump. The impella cp was removed on (B)(6) 2023.